Event description:
It was reported that the external pulse generator's (epg) front was broken. The epg was returned for evaluation. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis of the external pulse generator (epg) confirmed the customer comment that the front of the epg was broken, the keypad was broken. Analysis also noted that the hanger was broken, the upper case and display was damaged and two case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.